Manufacturer narrative:
This product was explanted and was not returned. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return, no problem was detected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a procedure, this right atrial (ra) lead was explanted due to exhibited unknown product performance anomaly. The ra lead was replaced with a new lead successfully. No additional adverse patient effects were reported. Additional information received indicated that prior to the lead explant, chest xray images taken had revealed the ra lead was normal and functioned normally. The ra lead was explanted as a result of the laser lead extraction device extracting the right ventricular (rv) lead. No additional adverse patient effects were reported.

Event description:
It was reported that during a procedure, this right atrial (ra) lead was explanted due to exhibited unknown product performance anomaly. The ra lead was replaced with a new lead successfully. No additional adverse patient effects were reported.